Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6)2023 during a robot-assisted esophagogastric junction resection procedure and ¿it was reported that the trocar tip was broken and remained the fragment into the patient body. The surgeon searched for the fragment for about an hour, but could not find it, and closed the wound after explaining it to the patient's family. The 12mm port was inserted between the 6th spaces during chest manipulation, and the same trocar was used for abdominal manipulation afterwards. Surgeon's speculation was follows; the tip of the trocar was very close to the camera, so it is possible that it got caught during insertion and removal. Also, when the gauze was put in and taken out, it may have been caught and a squirrel got into the tip, and it may have finally cracked with the camera.¿. The procedure was completed without an alternate device. There was over an hour delay to the procedure. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. Further assessment clarified ¿squirrel¿. ¿I¿m afraid of ¿squirrel¿ is mistranslation. The correct word is "crack". This report is being raised due to the reported injury of fragmentation, although not found in the patient, they cannot produce the piece and its location is unknown.

Manufacturer narrative:
Reported event of ¿trocar tip was broken and remained the fragment into the patient body¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. Based on the photos provided, a likely cause of this issue is the application of excessive force during use. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 108 reports, regarding 111 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs- do not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. A determination for further investigation has been initiated. We will continue to monitor for trends through the complaint system to assure patient safety.